Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a rupture is confirmed and was determined to be use related. One assembled nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample and an approximately 0.5 cm long ¿c¿-shaped split was observed at the distal end of the extension leg. A microscopic observation revealed the fracture surface of the split was observed to be smooth and granular in texture. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A lot history review (lhr) of rebx0823 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter ruptured at "extension" during the salinization.note: it was stated that it did not present resistance that could indicate some kind of obstruction and consequently the increase of pressure in the lumen.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0823 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter ruptured at "extension" during the salinization. Note: it was stated that it did not present resistance that could indicate some kind of obstruction and consequently the increase of pressure in the lumen.